Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited failure to capture, failure to sense and high pacing impedance. Diagnostic imaging was performed and revealed that the rv lead was fractured. On (B)(6) 2024, the lead was partially explanted, the rest of it was capped. The lead was then replaced. The patient was in stable condition.